Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, crease flat and underweight. A microscopic analysis was performed which identify a broken striated in the radius side. Based on the device analysis the final assessment is a striated broken in the radius side assessed as surgical damage, and a missing piece of the shell assessed as to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device was not implanted, therefore there is no reason for removal.

Event description:
A healthcare professional reported an unknown side "damaged with silicone bleed." Device was not implanted.